Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced pain, discomfort, scarring, infection, cellulitis, hematoma, abscess, nerve damage, loss of feeling, mesh migration, recurrence, and additional surgery. Post-operative patient treatment included revision surgery.